Event description:
It was reported that preparation of a trek otw (2.5 x 20 mm) balloon delivery catheter was completed per the instructions for use and outside the patient's anatomy. During a non-tortuous, non-calcified, right coronary artery interventional procedure, accessed through a vein graft, during pre-dilatation, the trek otw (2.5 x 20 mm) balloon delivery catheter was advanced without resistance and with the first inflation under nominal pressure (the atmospheres were unknown), the balloon ruptured. The trek otw (2.5 x 20 mm) balloon and balloon delivery catheter were removed without difficulty or resistance. A non-abbott balloon was used to successfully pre-dilate the lesion. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The balloon rupture was unable to be confirmed however a tear in the inner member was noted which is what was likely perceived as the balloon rupture. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.